Event description:
Customer reported damage to a rack pushrod, missing upon first use, though the surrounding gasket was not melted or degraded. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to load a cartridge, so technical support proceeded to replace the pump, confirmed the shipping address, and provided instructions for using a pre-paid label to return the defective pump. Customer was informed of the warranty coverage and planned to use multiple daily injections as backup therapy to maintain insulin delivery.